Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(6) (importer).

Event description:
The AED unit is stating that the "memory full, battery low, device service requested." Software was revised to (B)(4) on 15-oct-2012. Please advise on how to handle the situation. No patient involvement